Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a myosure procedure, the cutting piece came apart inside the uterine cavity. As reported, the myosure device was removed and they were able to remove the piece of metal, intact, with grasping forceps. A new myosure device was used to complete tissue removal of endometrial polyp with no other issues.

Manufacturer narrative:
Internal complaint reference: (B)(4).